Event description:
The customer reported that the image intermittently went black when it was rotated causing a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.